Event description:
Rn, don reported that dialysis was initiated without incident. Approx. 20 minutes into treatment the pt complained of feeling hot, pt was afebrile, bp 220/143. Blood cultures/2 were done. Benadryl 25mg IV given. Cxr and EKG were obtained. Pt complained of feeling worse; sob, diaphoretic, listless. The treatment was stopped and the pt's blood was not returned. Ebl>200cc. Cultures of all products used were done. Md wanted the dialyzer tested. Sample envelope sent to the facility on 8/22/96.